Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted a stent placement procedure performed on (B)(6) 2013. No issues were noted during the procedure. According to the complainant, the stent was being placed to treat a 3 cm malignant stricture from the supraduodenal angle to the pylorus caused by pancreatic cancer. The patient¿s anatomy was reported to be tortuous. It was reported that the patient developed anorexia and a gastroscopy was performed on (B)(6) 2013. The physician noted the edge of the stent was pushed against the tissue and the area was observed to be ¿slightly dented¿. However, no ulceration was noted. On (B)(6) 2013, the patient complained of abdominal pain and vomited. The patient¿s condition rapidly worsened and he experienced difficulty breathing. Ambu bag treatment was performed; however, the patient died on the morning of (B)(6) 2013. Prior to an autopsy, a CT scan was performed and free air was confirmed. The autopsy confirmed there was a perforation where the proximal end of the stent was contacting the pylorus. Pathology confirmed peritoneal seeding and malignant invasion to the transverse colon caused the stricture to form. In the physician¿s assessment the patient¿s overall status was bad. Malignant invasion of the diaphragm was also noted, which in the physician¿s assessment generated an adverse impact on breathing. According to the physician, the possibility of the cause of death being from complications caused by the perforation is low and the possibility of the cause of death being from respiratory failure caused by diaphragm invasion is high.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.